Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor broke. The blood glucose reading was 320 mg/dl. The customer stated that the sensor cannula had broken off inside her body and she was unable to get it out. The customer's son stated that the blood glucose readings ran as high as 500 mg/dl. The customer treated with the insulin pump and a manual injection. Upon troubleshooting, the customer's son advised that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.